Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during reverse total shoulder arthroplasty, the baseplate inserter rod bent during baseplate insertion. In order to remove the inserter tip, the star drive 30 was inserted and that became fused to the inserter tip. Entire baseplate construct was removed and discarded and a new baseplate was implanted using backup instrumentation. There was approximately 3 minute delay in surgery case. The surgery was successfully completed and the was no patient consequences observed.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, "during reverse total shoulder arthroplasty, performed by dr (name removed) at hospital, the baseplate inserter rod bent during baseplate insertion. In order to remove the inserter tip, the star drive 30 was inserted and that became fused to the inserter tip. Entire baseplate construct was removed and discarded and a new baseplate was implanted using backup instrumentation. Approximately 3 minute delay in surgery case, no patient consequences observed." The product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that 650011102, baseplate inserter rod was bent. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 650011102, baseplate inserter rod would contribute to the complained device issue. Based on the investigation findings, potential cause can be unintended use error caused and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.